Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blistering rash under the rear therapy electrode pads. The patient's doctor recommended that the patient end use of the device. Follow-up inidcated that the rash was improving.